Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during surgery when the syringe was connected to the foley catheter funnel and sterile water was attempted to be infused, the plunger of the syringe could not be pushed at all and the temperature of the syringe suddenly dropped. There was no pressure on the plunger of the syringe, and sterile water could not be infused. Therefore, another set was prepared and placed in the bladder with no problem at all and the urine outflow was observed.

Event description:
It was reported that during surgery when the syringe was connected to the foley catheter funnel and sterile water was attempted to be infused, the plunger of the syringe could not be pushed at all and the temperature of the syringe suddenly dropped. There was no pressure on the plunger of the syringe, and sterile water could not be infused. Therefore, another set was prepared and placed in the bladder with no problem at all and the urine outflow was observed.

Manufacturer narrative:
The reported event is confirmed manufacturing related. CAPA 11881143 was initiated to address the reported event. Received (7) photo samples. The first photo sample shows an overview of the catheter with drainage bag. The second photo sample over of the foley catheter. The third and fourth photo shows the zooms in of the blockage point present at drainage lumen. The fifth photo shows the catheter with deflated balloon. The sixth photo sample shows inflation valve cap. The seventh photo shows the product packaging with the product information. This is out of specification per (B)(4), revision 13, which states, "the transition between the tube and the funnel must be smooth and fully adhered to the tube". This specific complaint allegation was part of a broader investigation captured in CAPA 11881143. The CAPA investigation conducted a broader review of labeling, complaints, risk management file, raw materials, and manufacturing changes for this product. Based on the results of the investigation no additional actions are required at this time. Corrections: d, e, h. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.